Manufacturer narrative:
Technician found that the head hi/low was drifting down. The coil and the valve were checked. Replaced the head hi/low up valve to resolve this issue.

Event description:
Complaint alleged that the head hi/low was drifting down. No report of injury.